Manufacturer narrative:
Event date: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the administration port. This was discovered after being delivered to the patient's home, but before being used. The leak was found before use of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic inspection revealed what appears to be a small tear along the front upper right side of the spike port weld area. Functional testing was performed and revealed a leak from the tear. The reported condition was verified. The cause of the condition was not determined. The supplier of the component has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.